Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading is 326 mg/dl. Customer treated with bolus and manual injection. During troubleshooting, the displacement test failed. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.